Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had an ap optical sensor module failure, customer stated pump was working as expected for a couple dats until the patient was take to the or. Customer does not wish to transfer therapy to another pump at the time. The iab will be removed and stopping therapy very soon. There was no harm to the patient and therapy was not interrupted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
The customer has a trained in-house service rep and has cancelled the request for field service. A getinge field service engineer (fse) contacted the service rep and was told that the repair has been completed successfully (fiber optic module replacement). The unit passed all testing and has been returned to clinical use by the in-house service rep.